Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis was performed which identified broken the shell, missing (0-25%). Weight measurement showed device under specification. A microscopic analysis was performed which identified sharp edge on broken assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is broken shell with sharp edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.